Event description:
It was reported that the programmer was unable to program the implanted device to a higher pacing rate. The programmer was turned off and back on, but it took a long time to boot up. As a result, the patient experienced arrhythmia and discomfort. A temporary lead was implanted to pace the patient at an acceptable rate. Additionally, it was noted that the programmer took a long time to interrogate the device in order to reprogram the device. The programmer will be returned and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field complaint of bootup anomaly was verified, as the event could be reproduced. The unit was plugged in to an external power source and powered on, however, the system operating system was not found. Troubleshooting revealed hdd (hard drive device) as the root-cause for this issue.